Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shut down unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver shutting down unexpectedly could not be determined. A root cause could not be determined.